Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent mechanical and thermal damage to the probe: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
2 of 2, olympus was informed that during a laparoscopic hysterectomy procedure, the probe tip broke off and fell into the patient while the device was performing seal and cut. The broken off tip was recovered. There was no reported patient injury. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for probe damage error code and broken probe. The device was found with the probe broken off and missing. The device failed the probe check with error code u509. In addition, the teflon pad was found worn down crosswise, exposing metal underneath the pad.